Event description:
Pt reports she experienced swelling in her right knee. Pt believes it's an infection. Pt also reports sharp pain, ambulation difficulties, nigh sweats, memory loss, loss of balance and metallic taste in her mouth. Pt has been informed by physician a revision is necessary to change the system and wash out infection. No date set for revision as at now.